Event description:
The reason for call was that the caller reports that the pump is making noise and it is not working. The caller noted that is a covidien kangaroo joey pump. Agent was able to find a website for kangaroo joey from cardinal health with no contact information. Advised the caller to hang up and call the hcp asap. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).